Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulator was not working properly. The patient¿s friend or family member changed the batteries and they now saw a lightning bolt. It was at 5.0v, which they moved it up to on (B)(6) 2014 and it was working fine until a couple of days ago. Today they moved it up to 6.0v, but the patient still didn¿t feel anything. The patient had been having this problem for the last couple of days and had been wetting a lot, so they raised it from 5.0 to 6.0 today. The patient¿s friend or family member was concerned that the amplitude may be too high and the patient was at a retirement home. The friend or family member had to leave now, so they would lower it to 5.7v. They thought it was on level 1 right now, they tried 2 and 4 and always seemed to come back to level 1. They were referring to the programs, not the level of stimulation. It was later reported that since the last call the stimulation worked for 1 day and the patient had been trying to adjust themselves. The patient had no stimulation sensation at 6.6v and they were going to try program 1 or 3 if the patient didn¿t experience improvement on programs 2 and 4. The patient¿s stimulation was on and sometimes they got an x on the patient programmer screen, but they couldn¿t remember what else was on the screen. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va013qd, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s family member felt the therapy was intermittent and the device may turn on and off on its own. When they tried to increase stimulation for better effect, sometimes they saw that the device was off and there was no lightning bolt. The patient¿s family member seemed to have issues with placing the programmer and being able to increase the voltage; however sometimes it worked fine and sometimes it took them a couple of tries to get connected. Sometimes they used the extra thing, and it was clarified that they meant the antenna. The patient did not always tell their family member if the therapy was working or not, but it was currently providing relief and the patient was able to feel the urge to go. The patient¿s family member would try to make an appointment with the patient¿s health care provider (hcp) if the patient had additional issues with the device and therapy. At this time the therapy was providing benefit and they had not contacted the hcp about the device turning on and off on its own or with any therapy concerns.